Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient was scheduled for an MRI so the rep met them to perform the on/off and programming. It was noted that impedance was greater than 2000 ohms and they wanted to know if the patient could have an MRI done. There was no therapy issue reported. The rep also indicated they did not have any knowledge of any such readings prior to their meeting. The rep changed the voltage settings for the impedance test up to 3.0 volts and that did not resolve the issue. The MRI was cancelled and the physician was notified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.